Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided caps were attached to the dialyzer. The fibers were wet, with blood in the threads on the non-cavity ID end. No other irregularities were visually noted. The sample was subjected to a laboratory leak test in which the dialyzer was submerged under water and pressurized incrementally. No leaks were found, possibly due to coagulated blood in the threads. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon removal of the header cap on the non-cavity ID end, the o-ring was found to be damaged in the form of a gouge measuring 1.48mm in length. Further examination of the sample did not reveal any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility charge nurse (cn) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Approximately one hour into the treatment, the fresenius 2008t machine began alarming with an air detected message. Upon inspection, it was noted that there was a blood droplet on the exterior of the dialyzer, just below the arterial head cap. The cn said there were no visible cracks noted on the device. No defects were observed near the leak location. Fresenius bloodlines were also being used for the treatment. After the leak was noticed, the patient¿s blood was returned in full. The patient¿s blood loss due to the leak was minimal. Estimated blood loss (ebl) was 1-2 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Event description:
A user facility charge nurse (cn) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Approximately one hour into the treatment, the fresenius 2008t machine began alarming with an air detected message. Upon inspection, it was noted that there was a blood droplet on the exterior of the dialyzer, just below the arterial head cap. The cn said there were no visible cracks noted on the device. No defects were observed near the leak location. Fresenius bloodlines were also being used for the treatment. After the leak was noticed, the patient¿s blood was returned in full. The patient¿s blood loss due to the leak was minimal. Estimated blood loss (ebl) was 1-2 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.